Event description:
It was reported that the equipment is not functioning. No patient involvement

Manufacturer narrative:
This MDR was generated under protocol (B)(6), as a result of warning letter cms# (B)(4) causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Physical observation found liquid crystal display (lcd) missing pixels, faded line cord, cracked enclosure and tank cover, dirty heater, damaged micro switch, and stripped interlock block. Started with a visual inspection then filled tank with water, attached temperature check, plugged in line cord, and turned on the power switch. The reported problem was duplicated. The damaged micro switch was intermittent as far as triggering the pump. Damaged from wear and tear when the customer puts on or takes off a temp check or disposable. The root cause of the reported issue was determined to be user interface. Actions were taken to mitigate the reported issue: replaced the micro switch.